Event description:
It was reported that there were telemetry issues and an overdischarge was suspected. The reporter stated that the patient was trying some different medications and "didn't need the stimulator." The last time any stimulation was felt was unknown. The reporter stated that the patient worked with the device for four hours last week. It was reported that prms (physician recharge modes) were unsuccessful because the recharger would pick up the patient's other device and flip into a normal recharge session. It was noted that the patient's device was seven inches away from the other device. It was reported that they were planning try a prm on the device while simultaneously charging the other device. The next day, it was reported that an overdischarge was confirmed. A prm was performed but was unsuccessful. It was reported that the patient was not experiencing any symptoms and they were hoping to try again. The reporter stated that the patient was receiving effective therapy from his other implanted device. A month later, it was reported that the overdischarge issue was resolved, and it was the third time the device had gone into overdischarge. The reporter stated that the patient was scheduled to have his battery replaced soon based on the doctor's operating room schedule. Three weeks later, it was reported that the patient had had a battery replacement. The reporter stated that the new battery had been reprogrammed and was working correctly.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).